Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31csl, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device had helped but they still had leaks and it didn't work as well as the trial did. Patient stated that they didn't think the surgeon put the leads in the correct spot. Patient stated that prior to implant they would gush everywhere, but now they just a leak. Agent did not ask about the circumstances that led to the reported issue. No stimulation adjustments were made at the time of the call, patient opted to connect to their settings at a later time. Patient would continue to monitor symptoms.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31csl implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify " it didn't work as well as the trial did, the rep stated that they were not sure. The rep stated that they were not sure as it was caused by normal battery depletion. It was unknown about the cause of the device not working was determined. The most likely cause of the event was not known. The rep was not sure about the steps taken to resolve the issue. It was unknown if the issue was resolved. When the rep was asked to clarify " they didn't think the surgeon put the leads in the correct spot, the rep stated that it was unknown. The most likely cause of the event was not known. The rep was not sure about the steps taken to resolve the issue. It was unknown if the issue was resolved.